Manufacturer narrative:
A1 patient identifier: complete list of sample ID's are (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.after further evaluation, the suspect medical device was changed from magnesium reagent kit, list number:08p19-34, and manufacturing site: abbott ireland diagnostics division, lisnamuck, longford, ireland n39e932 to alinity c processing module, ln 03r67-01, abbott laboratories, 1915 hurd drive, irving, tx, 75038. MDR number 3016438761-2023-00484 has been submitted and all further information will be documented under that MDR number. H3 other text : after further evaluation, the suspect medical device was changed from magnesium reagent kit, list number:08p19-34 to alinity c processing module, ln 03r67-01. MDR number 3016438761-2023-00484 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed falsely elevated magnesium results generated from an alinity c processing module on 23 july 2023. The customer reported that healthcare providers have questioned the results and when repeated, the elevated results were normal. The customer provided the following data: customer normal range is 1.6- 2.6 ng/dl sample ID (B)(6) initial result was 6.2 and repeat on another analyzer was 2.4. Sample ID (B)(6) initial result was 6.0 and repeat on another analyzer was 1.9. Sample ID (B)(6) initial result was 6.0 and repeat on another analyzer was 1.5. Sample ID (B)(6) initial result was 6.0 and repeat on another analyzer was 2.5. The customer performed some troubleshooting, such as changing probes on the analyzer and afterwards performed a precision study on a sample that reported at 1.8. The precision results were 8.3, 2.2, 1.7, 1.6, 1.6, 1.7, 1.6, 1.8, 2.0, 1.7. There was no reported impact to patient management.

Manufacturer narrative:
Patient identifier: complete list of sample ID's are (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results generated from an alinity c processing module on (B)(6), 2023. The customer reported that healthcare providers have questioned the results and when repeated, the elevated results were normal. The customer provided the following data: customer normal range is 1.6- 2.6 ng/dl. Sample ID (B)(6), initial result was 6.2 and repeat on another analyzer was 2.4, sample ID (B)(6), initial result was 6.0 and repeat on another analyzer was 1.9, sample ID (B)(6), initial result was 6.0 and repeat on another analyzer was 1.5, sample ID (B)(6), initial result was 6.0 and repeat on another analyzer was 2.5. The customer performed some troubleshooting, such as changing probes on the analyzer and afterwards performed a precision study on a sample that reported at 1.8. The precision results were 8.3, 2.2, 1.7, 1.6, 1.6, 1.7, 1.6, 1.8, 2.0, 1.7. There was no reported impact to patient management.